Event description:
It was reported that receiver reinitialization occurred. Product was provided for investigation. An external visual inspection was performed and passed. A receiver charge and boot tests were performed and passed. Functional tests were performed and passed relevant tests except for serial number verification. An internal visual inspection was performed and passed. A receiver download was performed and receiver reset and alert system check were found on incident date 12/18/25 in receiver log. The allegation was confirmed due to the finding of a screen initialization without manual restart. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)